Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 53 mg/dl, 536 mg/dl, 130 mg/dl, 74 mg/dl, 288 mg/dl, 158 mg/dl and 137 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that the customer was experiencing hypoglycemic symptoms and he was given something to eat, although he would have been able to get it on his own. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.